Event description:
(B)(4). Initial reporters narrative:"missing piece on the nerve block catheter allowing the external catheter to slide on the needle resulting in shearing of the catheter. Original intended procedure: not known ;user problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." Initial reporter´s report number: (B)(4).

Manufacturer narrative:
Event took place in the us and has been reported through us distributor distribution subsidiary pajunk medical systems. Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. Neither a breakdown product nor pictures of the breakdown product were sent in for investigation. The manufacturing documentation and the manufacturing specifications of the batch concerned were examined and did not allow any unfavourable conclusions to be drawn. The facts of the case were examined. Result: the error could not be reconstructed. A retention sample of the article from the batch concerned could unfortunately not be examined. We are currently not aware of any other complaints with a similar error description. A missing component of the catheter cannot be confirmed without further examination of the failure product. On the basis of the available data, a product error cannot be confirmed. Based on risk management and clinical evaluation this file is considered as closed unless further information becomes available.

Manufacturer narrative:
Event took place in the u.s., and has been reported through u.s. Distributor distribution subsidiary pajunk medical systems. Currently the data is poor, and the device has not been returned/ analysed. As soon as further data will be available, a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporters narrative, "missing piece on the nerve block catheter allowing the external catheter to slide on the needle resulting in shearing of the catheter. Original intended procedure: not known ;user problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." Initial reporter´s report number: (B)(4).